Event description:
It was reported that this spinal cord stimulation (scs) system was replaced due to high impedances on several contacts. Doctor made the decision to take all old leads and replace them with one single new paddle. The reason that the implantable pulse generators (ipg) were explanted is not known despite good faith efforts. The patient was doing good post operatively. Explanted devices will not return due to facility policy and electrocautery was used. Additional information was received stating that the implantable pulse generators (ipgs) were explanted due to an elective replacement.

Event description:
It was reported that this spinal cord stimulation (scs) system was replaced due to high impedances on several contacts. Doctor made the decision to take all old leads and replace them with one single new paddle. The reason that the implantable pulse generators (ipg) were explanted is not known despite good faith efforts. The patient was doing good post operatively. Explanted devices will not return due to facility policy and electrocautery was used.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-ipg-r upn: m365sc11600 model: sc-1160 serial: (B)(6) batch: 345766. Product family: scs-ipg-r-MRI upn: m365sc12320 model: sc-1232 serial: (B)(6) batch: 762489. Product family: scs-linear leads upn: m365sc2218700 model: sc-2218-70 serial: (B)(6) batch: 19991012. Product family: scs-paddle leads upn: m365sc8120700 model: sc-8120-70 serial: (B)(6) batch: 179666a.

Event description:
It was reported that this spinal cord stimulation (scs) system was replaced due to high impedances on several contacts that led to inadequate stimulation. Doctor made the decision to take all old leads and replace them with one single new paddle. The implantable pulse generators (ipg) were electively explanted. The patient was doing good post operatively. Explanted devices will not return due to facility policy and electrocautery was used.

Manufacturer narrative:
Correction to blocks: b5.